Manufacturer narrative:
(B)(4); the patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A voltage test was performed and passed. The global transmitter final functional test was performed and passed. Share data log was reviewed and there was no data available. Bin data file was reviewed and a failed transmitter error was observed. The reported customer complaint was confirmed. The probable cause could not be determined post investigation.